Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, on final release, the tension was not released completely. Subsequently, the valve dislodged and was left implanted. Subsequently, a second transcatheter bioprosthetic valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected data: patient identifier. Upon recent review of the previous medwatch reports submitted, it was noted that the patient identifier was not listed. The patient identifier of (B)(6) has been added. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve ((B)(4)), on final release, the tension was not released completely. Subsequently, the valve dislodged and was left implanted. Subsequently, a second valve ((B)(4)) was successfully implanted. No adverse patient effects were reported.